Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post linq software update, the programmer will not boot to start screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer will not boot up to start screen. Programmer locks up during boot up process. Analysis also found the system fan is intermittently noisy.